Event description:
It was reported that the stent was deployed successfully in the subclavian vein, however, during post-dilation with a pta balloon catheter the balloon became stuck on the stent and upon removal of the balloon the stent folded on itself. An additional pta balloon from another manufacturer was used to reposition the stent and a stent graft was deployed inside the stent successfully.

Manufacturer narrative:
A manufacturing review could not be performed as the lot number is unknown. The sample is not available for return; therefore, an evaluation of the device could not be performed. No image/x-ray was provided. Potential factors that could have led or contributed to the reported event have been considered. The placement of the stent in a subclavian vein represents an off-label use of the device and may have been a contributing factor to the reported stent misplacement. The instructions for use (IFU) states the e-luminexx vascular stent is indicated for use in the iliac arteries. The safety and effectiveness of this device for a treatment as described has not been established.